Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure laryngectomy, when the surgeon tried to transect the larynx, the unit did not fire. Accordingly, the unit¿s handle was completely squeezed, its handle returned to open position after the first full squeeze and the handle remained in the closed position after the second complete squeeze but the unit did not fire. The surgeon sutured the site to resolve the issue and complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device was received loaded with a fully fired 3.5mm single-use loading unit (sulu). Three pusher fingers were damaged. The condition of the sulu precludes functional evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of this condition may occur when the device is applied over an obstruction damaging the pushers. If information is provided in the future, a supplemental report will be issued.